Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: (B)(4) 2.75x28mm stent delivery system (sds) was returned for analysis. There was also evidence of dried blood inside the distal balloon cone. A visual and tactile examination found a hypotube break 236mm distal from strain relief and multiple kinking on the hypotube shaft. The bumper tip of the device showed damage to the edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found it was curved however there were no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18apr2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The (B)(4) stenosed, 28x25mm, concentric, target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 2.75x28mm promus element (tm) stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed hypotube break.